Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Keypad connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, self test and occlusion test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were less responsive were harder to press and sometimes had to press buttons twice. It was reported that they had unexplained no delivery alerts not due to site issues. The insulin pump will not be returned for analysis.